Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 31 months ago. Aneurysm morphology at the time of implant is unk. The infrarenal aortic neck was short and measured 35 mm in diameter and then pinched down to less than 26 mm in diameter. The pt was not a surgical candidate. It was reported that due to the difficult neck anatomy, an aneurx cuff was also implanted proximally in a planned placement; however, the original placement position of the cuff is unk. The pt was lost to f/u and presented emergently on (B)(4) 2010, with proximal type 1 endoleak and a ruptured aneurysm. The cuff was located 15 mm below the renal arteries, but stent graft migration cannot be confirmed. The physician converted the pt to an open repair and explanted the stent grafts (see MFR # 2953200-2010-02530). The explanted stent grafts were discarded. No additional clinical sequelae were reported and no further info was provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the staple line was incomplete after firing. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.